Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows the spacer has been completely detached from the shaft. There is loctite present inside the inner wall of the exposed shaft. There is a significant amount of scratch marks on the exposed shaft and the black shrink tube which are consistent with coming into contact with another metallic object. There are no manufacturing abnormalities visually observed with the returned device. Due to the detached spacer a functional evaluation could not be conducted. The complaint has been visually verified and the root cause was more than likely associated with the device potentially coming into contact with a metal object such as a cannula. It is also possible that mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue can also cause this type of failure. The instruction for use outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that the tip of the wand came off while the surgeon was using it. All pieces were removed. There was significant delay of greater than 30 minutes and no back up device was available. No patient injury was reported.

Manufacturer narrative:
The device was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.